Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately on (B)(6) 2017, when the patient obtained an alleged inaccurately high blood glucose result of ¿280 mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. The reporter indicated that, based on the result, the patient gave herself 13 units of fast-acting insulin and 40 units of slow-acting insulin between 7:30-8am on (B)(6) 2017, and went to church. She reported that about 10am, the patient developed symptoms of ¿dizzy¿ and her son took her home from church. The reporter indicated that the patient did not take any treatment for her symptom, but ¿just sat down.¿ as the patient was still ¿not feeling well¿, her son took her to the emergency room where a blood glucose result of ¿36 mg/dl¿ was obtained on the ER/hospital meter about 11am and the patient was treated with ¿IV fluids.¿ during troubleshooting, the cca noted that the patient¿s test strips were within expiry date and had been stored correctly. The reporter confirmed that the meter was set to the correct unit of measure. The reporter was unable to confirm whether a control solution test was in range. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.